Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). A trace effusion was noted at the beginning of the procedure. The laa was observed to be shallow and a total of three different closure devices were attempted. During placement of the third device the flx ball was partially deployed from the sheath when the tip of the device perforated the limbus side of the laa. The perforation was visualized via doppler imaging. A pericardiocentesis was performed and the procedure concluded without a closure device implantation. The patient was stable and discharged three days post index procedure.